Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an superficial femoral artery interventional procedure. Reportedly, when the plunger was pulled back, no suture was present. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency. One unused sterile representative sample with lot number 20612j1, was returned for evaluation. Functional testing was performed on the returned device and the device passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. A review of the lot history record revealed no non-conformances related to the reported event.